Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. After the lesion was pre-dilated using a semi compliant balloon, a 2.00mm x 12mm maverick balloon catheter was advanced for dilation. However, during second inflation at high pressure, the balloon failed to dilate and was ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications reported.